Manufacturer narrative:
Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
The customer called to report that the needles purchased from xx pharmacy in early (B)(6) ,lot number 2243108, 28 in a box. More than half of the needles were clogged during injection. Through communication with customer, the customer operated improperly and never exhaust airout before injection. The customer service center informed customer the correct method of use. The customer said that if clog again after exhaust airout next time, the sample will be retained and report by phone. Material code is 329497 based on the lot number 2243108. Sample availability: no. Sample availability details: no sample available.